Event description:
It was reported that the customer stated there is the "potential of over reporting" of episode data using carelink and programmer sessions. Carelink remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the customer stated there is the "potential of over reporting" of episode data using carelink and programmer sessions. It is noted that the ipgs don't "clear," so there may be data overlapping or clinician time lost due to episode estimating between the carelink and programmer timeframe. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.